Manufacturer narrative:
(B)(4). The customer reported that the therapy cable had failed. There was no report of patient impact. The complaint is still begin investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the therapy cable had failed. There was no report of patient impact.